Event description:
It was reported the patient experienced fever and chills for one month. Tee revealed vegetation on the rv lead. Antibiotics were administered for bacteremia. During lead extraction, the lead was firmly adhered to the rv. The patients blood pressure dropped and emergent intracardiac ultrasound indecated pericardial effusion. Emergent sternotomy was performed. The pericardium was evacuated of clots. It was found that the bleeding was from a large tear in the superior vena cava. The tear was repaired and the patient was weaned off cardiopulmonary bypass without difficulty. The rv lead was capped and antibiotic therapy will be extended due to retained lead portion. The patient was later discharged from the hospital.

Manufacturer narrative:
All information provided by manufacturer and maude report (B)(4).